Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown saline implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2000. The patient reported cumulative health issues she believes are from the implants, including chronic fatigue, brain fog, anxiety/depression, hypothyroidism, elevated liver enzymes, dry eyes, and unexplained rash. The patient underwent explantation of devices on (B)(6)2018. This medwatch form is for the right breast prosthesis.